Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was over infusion event of pitocin. The clinician did not have any other details and it was made aware during their leadership meeting. Clinical also reported this event took place at a different facility within the hospital group. This was reported to bd representatives during their clinical visit. Bd consultants provided education on preventing over infusion events including device height and tubing loading. There was patient involvement, however outcome is unknown. Although requested, no further information was provided.